Event description:
It was reported that after deployment of an otw promus 2.5 stent in the heavily tortuous and calcified right coronary artery, the stent delivery system (sds) was stuck to the wiggle guide wire (gw) and could not be retracted. The gw and sds were removed as a single unit. After removal the technician tried to remove the sds from the gw, however, the gw became delaminated and unraveled. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The promus stent is being submitted on a separate medwatch report

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found no blood visible and there was contrast on the coils. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. There was no peeling or any damage to the teflon coating as reported. The stent delivery system used during the procedure was not returned. Analysis could not confirm the reported difficulty as the outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. Resistance between devices can occur due to numerous factors including, but not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of the wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can also be a factor in reducing clearance. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as heavily calcified and the vessel as heavily tortuous which could have contributed to the reported difficulty. Analysis also noted separation of the core, 27.4 cm distal to the proximal solder. The center solder and tip ball were separated and were not returned. The intermediate coils were completely stretched out which is likely the result of the noted core separation. The core was cut, 34.5 cm proximal to the proximal solder. The separated portion that was cut was not returned. The scanning electron microscopy (sem) analysis of the guide wire suggests that the distal core separation may be attributed to tensile overload. The proximal core separation may be attributed to mechanical damage. The coil separation may be attributed to torsional overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the noted separation. In this case, the lesion was described as heavily calcified and the vessel as heavily tortuous which could have contributed to the guide wire separation. Reportedly, the guide wire had resistance with the sds which could contributed to the noted guide wire separation. The stent delivery system used during the procedure was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported resistance and noted guide wire separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product lot number was not reported.